Manufacturer narrative:
H6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the reportable event of olympus lithotripsy was used to detach the tip of the basket. Imdrf impact code f1001 captures the reportable event that the patient was rescheduled for another procedure to remove the stone. H11: the returned trapezoid rx was analyzed, and product analysis observed the device was returned with the handle detached from the working length (intentionally broken by the customer). The basket wires were observed bent and without the basket tip. The working length was observed detached, kinked and tangled in a non-boston scientific device. Also, an unknown metallic piece/component was returned. The sheath and the basket tip were not returned. The customer provided pictures from the procedure; however, it was not possible to identify any defect or damage to the device. Based on the information available, boston scientific concludes that the observed basket wire deformation and kink in the working length are most consistent with procedural factors, including device handling and the force applied during use. The reported detachment of the handle and working length, tangling with another non-boston scientific device, and the missing basket tip are also consistent with procedural conditions encountered during attempts to crush and release the stone. The customer indicated that the handle was separated from the working length and that an additional device was used to retrieve remaining components. As these events occurred during the procedure and no evidence indicates a device malfunction, the adverse event is classified adverse event related to procedure. The reported issues of "tip failure to separate," "additional device required," and "procedure cancelled/rescheduled - sedation status unknown" could not be confirmed due to lack of objective evidence or detailed procedural information. These events are therefore classified as cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle for mechanical lithotripsy of a stone almost 3cm in diameter. However, the stone did not break and the tip of the basket did not detach. Attempts to remove the basket with the stone through the papilla were unsuccessful. The stone was stuck in the basket, and the basket was stuck in the bile duct. The handle of the trapezoid rx was intentionally broken in order to connect an olympus lithotripsy to the catheter. The tip was successfully detached to remove the stone from the basket, and the basket was removed from the patient. A 10x7 cm advanix stent was subsequently inserted, and the patient was rescheduled for another procedure to remove the stone. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the reportable event of olympus lithotripsy was used to detach the tip of the basket. Imdrf impact code f1001 captures the reportable event that the patient was rescheduled for another procedure to remove the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle for mechanical lithotripsy of a stone almost 3cm in diameter. However, the stone did not break and the tip of the basket did not detach. Attempts to remove the basket with the stone through the papilla were unsuccessful. The stone was stuck in the basket, and the basket was stuck in the bile duct. The handle of the trapezoid rx was intentionally broken in order to connect an olympus lithotripsy to the catheter. The tip was successfully detached to remove the stone from the basket, and the basket was removed from the patient. A 10x7 cm advanix stent was subsequently inserted, and the patient was rescheduled for another procedure to remove the stone. There were no patient complications as a result of this event.